Manufacturer narrative:
H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix panel nmic-307 a patient isolate yersinia enterocolitica was misidentified as yersinia frederiksenii. The result conflicted with the maldi result; therefore, it was verified by a reference laboratory. No health impact or consequence reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 12-jun-2024. Investigation summary: this complaint is for misidentification of yersinia enterocolitica as yersinia frederiksenii when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 4072398. The customer did not return panels or phoenix generated lab reports but provided an isolate for the investigation. The isolate was verified on a bruker maldi biotyper and labeled as y. Enterocolita 10243399. To investigate, three retention panels from the complaint batch and two control panels were tested using customer returned isolate y. Enterocolita 10243399 on a phoenix m50 machine and evaluated for identification results. Additionally, three retention panels of the complaint batch were tested using in house isolate y. Enterocolita enf 9550 on a phoenix m50 machine and evaluated for identification results. The panels tested with customer returned isolate y. Enterocolita 10243399 identified their inoculated isolate as yersinia intermedia. This complaint is confirmed with customer returned isolates only. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.

Event description:
It was reported while using the bd phoenix panel nmic-307 a patient isolate yersinia enterocolitica was misidentified as yersinia frederiksenii. The result conflicted with the maldi result; therefore, it was verified by a reference laboratory. No health impact or consequence reported.